Manufacturer narrative:
No unexpected motor position encoder error alarms were noted during testing. No motor position encoder error alarms in the alarm history screen due to overwritten history file. The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The operating currents were within specification. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed when he tried to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that he was at the dentist but stayed out of the x-ray room. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.